Event description:
Return reason: removal of swan gantz which had formed a tight 1/2-hitch around the chordae of the tricuspid valve. Analysis determined: investigation found that only a section of the catheter tubing was returned (1cm-65cm) with a 0.025" guidewire within the proximal lumen. There was no knotting or defects of any kind in the section returned. The investigation concluded that the problem was not associated with any mfg defects or quality deficiencies. Bbnj believes that the incident was attributable to the interaction of multiple factors such as physiology, pt movement, user technique, etc. No further information is available on the pt's status. Corrective action taken: no corrective action is necessary at this time because no mfg defects or quality deficiencies could be found. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.